Manufacturer narrative:
Review of the logs provided show a low spo2 alarm was generated at 4:47am, then an spo2 check sensor alarm at 4:49am indicating spo2 was no longer being monitored. The device was put in standby mode at 4:51:15, in bedside/monitoring mode at 4:52:53, back in standby mode at 4:55:21 and powered off at 5:32. No alarm acknowledgement entries were seen in the m540 or ics logs. The reported 6 minute time difference could not be confirmed. The m540 was shut down at 5:32:46 in the m540 logs which corresponds to what we see in the ics logs at 5:32:24. There is no indication a device malfunction occurred. This information was provided to the complainant and it was clarified that there was no report that the draeger monitors played a part in the patient death. Log review: alarm generated for low spo2 at 4:47 on (B)(6) 2021 4:47:12 / td / td / alarm / td / td / pid=pi_so2_so2 grade=medium type=non-latch value=83 event code=active archive=store mbr=5462. User got a spo2 check sensor alarm at 4:49 indicating spo2 was no longer being measured. On (B)(6) 2021 4:49:08 / td / td / message / td / td / issue 5441 'spo2 check sensor' medium. Device put into standby by user at 4:51:15 on (B)(6) 2021 4:51:15 / td /td / ui / td / td / standby key press, raw 0 inv 0 cooked 27. On (B)(6) 2021 4:51:15 / td / td / ui / td / td / standby key release, raw 0 inv 0 cooked 27. On (B)(6) 2021 4:51:15 / td / td / setting / td / td / int cid=6, ID=0, param=0 , sub_level_3 = 0. (Standby) on (B)(6) 2021 4:51:15 / td / td / state / td / td / standby. Device put back into bedside by user at 4:52:53 over 90 seconds later. On (B)(6) 2021 4:52:53 / td / td / setting / td / td / gui child ID=503 (resume). On (B)(6) 2021 4:52:53 / td / td /state / td / td / bedside. It could also be seen that ECG was unplugged and therefore not being monitored. On (B)(6) 2021 4:52:53 / td / td / message / td / td / issue 5414 'ECG unplugged' information. Device put back into standby by user at 4:55:21 on (B)(6) 2021 4:55:18 / td / td / ui / td / td / standby key press, raw 0 inv 0 cooked 27. On (B)(6) 2021 4:55:21 / td / td / ui / td / td / standby key release, raw 0 inv 0 cooked 27. On (B)(6) 2021 4:55:21 / td / td / setting / td / td / int cid=6, ID=0, param=0 , sub_level_3 = 0. (Standby) on (B)(6) 2021 4:55:21 / td / td / state / td / td / standby. Device then shutdown by user at 5:32:46 on (B)(6) 2021 5:32:42 / td / td / ui / td / td / power key press, raw 8 inv 8 cooked 19. On (B)(6) 2021 5:32:46 / td / td / setting / td / td / gui child ID=495 (shutdown). Not turned back on until the next day. On (B)(6) 2021 8:22:02 / td / td / time / td / td / downtime was 1610 minutes. On (B)(6) 2021 8:22:07 / td / td / state / td / td / bedside.

Event description:
It was reported that: the time of the central station and the m540 is 6 minutes behind! A patient on ward a3 has been monitored via the m540 standalone and the ics 3 central station with sw version vg2.0su1 s/n: (B)(6) with the parameter spo2. On (B)(6) 2021 at 5 am in the morning the patient was found lifeless in bed and died afterwards. The log files from the infinity m540 and the ics were saved. It has to be clarified if alarms were generated. And if so, whether and when a user acknowledged alarms or performed other actions on the m540 or the ics at the time in question.

Event description:
It was reported that: the time of the central station and the m540 is 6 minutes behind! A patient on ward a3 has been monitored via the m540 standalone and the ics 3 central station with sw version vg2.0su1 s/n (B)(6) with the parameter spo2. On (B)(6) 2021 at 5 am in the morning the patient was found lifeless in bed and died afterwards. The log files from the infinity m540 and the ics were saved. It has to be clarified if alarms were generated. And if so, whether and when a user acknowledged alarms or performed other actions on the m540 or the ics at the time in question.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3. - not returned to manufacturer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: the time of the central station and the m540 is 6 minutes behind! A patient on (B)(6) has been monitored via the m540 standalone and the ics 3 central station with sw version vg2.0su1 s/n (B)(4) with the parameter spo2. On (B)(6) 2021 at 5 am in the morning the patient was found lifeless in bed and died afterwards. The log files from the infinity m540 and the ics were saved. It has to be clarified if alarms were generated. And if so, whether and when a user acknowledged alarms or performed other actions on the m540 or the ics at the time in question.